Event description:
This case was initially received via regulatory authority (B)(6) on 22-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("essure removed by bilateral salpingectomy") in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 3 years 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspnoea ("breathing problem") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy via celiosurgery). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dyspnoea and depression outcome was unknown. The reporter provided no causality assessment for depression, dyspnoea and medical device removal with essure. The reporter commented: integrity of the fallopian tubes was noted; no tube rupture. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-fev-2018 for the following meddra preferred term: "medical device removal". The analysis in the global safety database revealed 793 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("essure removed by bilateral salpingectomy") in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 3 years 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspnoea ("breathing problem") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy via celiosurgery). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dyspnoea and depression outcome was unknown. The reporter provided no causality assessment for depression, dyspnoea and medical device removal with essure. The reporter commented: integrity of the fallopian tubes was noted; no tube rupture. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-mar-2018 for the following meddra preferred terms: medical device removal. The analysis revealed 814 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.